Event description:
Information received indicates during a preventive maintenance check the beds ground reading was not within specification.

Manufacturer narrative:
The technician replaced the ac power cord to repair the bed.